Event description:
It was reported that this female patient had another revision on her left knee. Reason for the revision was not reported. Previous revision for left knee was captured in 1038671-2022-00758 / (B)(4).

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason was given. Section h11: *the following sections have corrected information: (b5) as reported by legal that this female patient underwent the second revision surgery to remove the optetrak that had been implanted in her left knee an orthopedic surgeon and replace it with another prosthesis. No additional information.

Event description:
As reported by legal that this female patient underwent the second revision surgery to remove the optetrak that had been implanted in her left knee an orthopedic surgeon and replace it with another prosthesis. No additional information.

Manufacturer narrative:
As a result of additional information, the following fields have been updated: d1, d4, d10, g4, h4, and h6. D10. Concomitants: 200-02-35 - three peg patella 35mm sn: (B)(6). H3: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.